Event description:
It was reported that during a low anterior resection, the device would not open. The device was opened manually, and another device was used to complete the procedure. There was no patient consequence.